Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation the patient¿s implantable cardioverter defibrillator (ICD) did not provide the battery measurement and was noted as not available. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.